Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a missing sensor wire that occurred on (B)(6) 2016. The sensor was inserted into the patient's arm on (B)(6) 2016. Patient's mother stated that she could not recall if any of the sensor wire was still attached upon its removal, as she never looks at it once it is removed. On (B)(6) 2016 patient went to the doctor due to a pea-sized lump, redness and sensor insertion site being warm-to-the-touch. The doctor prescribed an antibiotic, amoxicillin clavulanate 4.5 ml, to be taken every 12 hours for 7 days. Patient's mother was unsure if the issue was due to the dexcom sensor wire as she did not think it was an issue until the technical support representative mentioned a potential detached wire. As of (B)(6) 2016 patient's mother had another appointment with the doctor and the patient's redness and warmth-to-the-touch had ceased but a small lump, about the size and shape of a lima bean was still present. On (B)(6) 2016 patient's mother provided further update stating that the patient was fine and was on antibiotics for a week. No x-rays were taken. Patient's mother noted that she doesn't feel a problem with the sensor wire existed. At the time of contact, patient was in good condition with no issues. Additional event and patient information was not reported. The sensor wire was inserted into the patient's arm. The dexcom g4 platinum (pediatric) cgm system with share user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Other sites have not been studied and are not approved.